Event description:
Customer reported the insulin pump alarmed no delivery during fill process, manual prim. Customer's blood glucose was unknown but it might have been 180 mg/dl. Customer was reporting a past event troubleshooting was not performed. Customer resolved the issue with a set change. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.